Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation it was found that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements of 1200 ohms and high and out of range shock impedance measurements of greater than 200 ohms. Upon review of the data stored in the device, the out of range shock impedance measurements started four months earlier. Boston scientific technical services (ts) was consulted and suggested further testing. The patient was referred to a electrophysiologist. No further information was available. All available information shows that the rv lead and ICD remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that the electrophysiologixt opted to program the device distal coil to can' after which the shock impedances were around 100 ohms. The plan was to continue to monitor the patient and no x-rays were taken at that time. Two months later the patient presented to a different hospital for a second opinion from another physician, the patient was asymptomatic at this time. A fluoroscopy image was taken which did not yield an significant findings. The patient then underwent a successful defibrillation threshold (dft) test with a high voltage shock impedance of 83 ohms. No further reprogramming was performed. The patent was instructed to have routine follow-up interrogations. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service and no additional adverse patient effects were reported.